Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to being in the 200 mg/dl range. A bolus was delivered to address the high bg and it returned to target level. After the alarm the customer would either resume insulin delivery or change the supplies on the pump.